Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the patient had left a message that she has had interruption with her stimulation and needs someone to come check it. The caller does not know what "interruption of stim" means or when it occurred. It was reviewed that the patient will want to follow up with her managing physician. If needed they will contact manufacturing representative (rep). No further complications were reported. No additional patient symptoms were reported.